Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the sp monopolar curved scissors (mcs) tip accessory for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. A review of the provided image was performed by an intuitive surgical, inc. (Isi) failure analysis engineer. The image provided appears to show an sp mcs instrument with the sp mcs tip accessory¿s retaining cover dislodged from the instrument. There does not appear to be any missing pieces from what was shown, but the accessory would need to be returned for a full inspection to be sure, as only one of the retaining cover¿s lances is visible in the image. The image appears to show a potentially damaged retaining cover. The white lines on the exterior of the retaining cover where the retaining lance sits, is typically caused by the internal retaining feature being forced outwards. This damage can indicate mis-installation of the accessory which can include over-twisting the retaining cover onto the instrument tube adapter, twisting the retaining cover before the accessory is properly seated on the instrument, or attempting to twist on the retaining cover with the accessory misaligned with respect to the instrument tube adapter.

Event description:
It was reported that during da vinci assisted nipple-sparing mastectomy surgical procedure, the sp monopolar curved scissor tip became partially detached from the instrument. The intuitive surgical applications engineering director asked the surgeon if she could open and close the scissors ¿ she replied that she could not. When that happened, site was asked to remove the instrument and a new mcs tip be installed. The original mcs tip was able to be removed from the patient with no issues. A new tip was installed, and the case proceeded normally, however the scrub technician had trouble installing the new tip, so it actually took 2 new tips before the instrument worked correctly and ready to be used. There was no reported injury. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information on 11-apr-2024: the instrument was inspected prior to use with no noted damage. Nothing fell inside the patient. The damage was noted when dissection between the mammary gland and skin flap was being performed. Surgeon did not comment on the cause. Site believed the damage occurred from the mcs tips getting stuck in the fenestrated bipolar forceps (fbf) fenestration, and then the surgeon using too much force to un-stick the two. The instrument was in use close to 3 hours prior to the issue. The instrument collided with fbf during the procedure. No fragments were seen to fall due to the collision. It was unknown if the instrument was removed during the procedure (prior to the breakage). The procedure was completed robotically with no patient injury. The images/video for this specific procedure are not available for review. Patient demographic information was not provided.